Event description:
---

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri) after being implanted 32 months. However, the battery voltage is at 3.20 volts. There was a concern that the battery had depleted earlier than expected. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned to boston scientific. No additional information has been reported, including if or when the ICD was explanted. If any additional information does become available, this report will be updated.

Manufacturer narrative:
Printouts were also sent to our internal technical services department for evaluation. A boston scientific technical services representative discussed that the device should be explanted due to reaching eri and then be sent in for analysis in order to determine the root cause for the observation. No additional information is available. If any additional information is available, this report will be updated.